Event description:
Additional information was received by stating, the iol was replaced with company lens.

Manufacturer narrative:
Correction: on initial MDR, the component code should be g04044 and additionally in b.5. Additional information has been provided in d.9., h.3., h.6., and h.11. The company iii d cartridge and the associated iol (intraocular lens) were returned. Viscoelastic was dried in the cartridge. The nozzle was cracked prior to the parting line and the damage extended into a large aneurysm just past the parting line as it extended into the thinner tip area. The aneurysm stretched the cartridge material and an area within the aneurysm has torn near the exit. The damage on the top of the nozzle started in the thick wall cone area. The cartridge wings show evidence of being fully seated into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. Based on the associated lens file, the reported scratch was observed. Evidence of a lens delivery difficulty was observed with the company iii d cartridge. This may have been a contributing factor to the reported scratched lens damage. The root cause for the observed cartridge damage could not be determined. The returned company iii cartridge nozzle was cracked prior to the parting line and the damage extended into a large aneurysm just past the parting line as it extended into the thinner tip area. The aneurysm stretched the cartridge material and an area within the aneurysm has torn near the exit. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU (instructions for use) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. It is unknown if a qualified viscoelastic was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No additional information has been provided. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was scratched upon implantation. The iol was cut and removed. A backup lens was used without any complication. The procedure was completed on the same day. Additional information has been requested.